Manufacturer narrative:
On april 12, 2021, mentor received additional information indicating that the patient was also scheduled for unilateral replacement with a mentor gel implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 14, 2021, mentor received additional information indicating that during the revision surgery on (B)(6) 2021, the patient also underwent left breast complete periprosthetic capsulectomy and replacement with a 400cc mentor memorygel breast implant (catalog: 3504001bc). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone breast prosthesis implantation surgery with two 400cc mentor memorygel breast implants, suffered left breast capsular contracture (baker grade IV), post-procedure. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient is also experiencing left breast pain, firmness, and is unable to lay on her side; needing to use ice constantly and pain medication to control the discomfort. During the patient's examination on (B)(6) 2021, the left breast was noted to be high and firm, with visible distortion. Manufacturer¿s reference number: (B)(4).